Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/15/2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced a skin reaction with an infection which occurred three days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with a prescription of nystatin cream. The patient developed a rash, redness, and pimples (bumps) under the sensor overlay patch. The patient had itching and burning sensation in the area. On an unspecified date, the patient consulted a health care provider who prescribed oral antifungal medication (fluconazole, unspecified dosage). Multiple attempts to contact the reporter were made; however, no other details were obtained. No additional event or patient information is available.